Manufacturer narrative:
The emergency battery was evaluated and found to have an unrecoverable permanent fault, indicating that the emergency battery had become severely depleted and was unable to recover. The root cause of the customer-reported emergency battery not able to charge was an unrecoverable depletion of the emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver emergency battery was not charging.